Event description:
Surgical procedure was performed due to infection. Doi: unk - dor: (B)(6) 2006 update 5/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis on the taper and high suspicious infection. Only the head and liner were exchanged. The stem is being added for metallosis on the taper. The complaint was updated on: 6/16/201.5

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis on the taper and high suspicious infection. Only the head and liner were exchanged. The stem is being added for metallosis on the taper. The complaint was updated on:6/16/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged metal wear and metallosis.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.